Manufacturer narrative:
H10: it is unknown whether there was deviation or not from IFU (instructions for use) in reprocessing steps for the area where foreign material (located at the air/water cylinder and channel) remained. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material in the air/water cylinder and channel and foreign material at the insertion section could not be identified. However, it¿s likely the cause of foreign material at the insertion section is related to improper reprocessing due to scratches at the insertion section. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not reach its angle values. There was no report of patient harm. The device was returned, evaluated, and the air/water channel and air/water cylinder had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign materials found in the air/water channel and cylinder, other evaluation findings are as follows: the right/left knob and the upward/downward knob were discolored; the air/water cylinder and the suction cylinder had no color; the image had a partially dark area due to a chip on the objective lens; the play of the upward/downward knob was out of standard value due to wear of the angle wire; the light guide bundle had breakage; the plastic distal end cover was chipped; the connecting tube was cut; and there were scratches on the flexibility adjustment ring, the grip, the switch box, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.